Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 296 mg/dl and their sensor glucose read 76 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. It was also found the customer had a calibration error alarms and change sensor alerts with their sensor. The customer also reported bent cannulas on their previous sensors during troubleshooting. The customer was advised that the device would be replaced. Customer will not be returning the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings.